Event description:
This lead was implanted on (B)(6) 2009 and remains implanted at this time. A call placed to technical services on (B)(6) 2013 states that there is noise on shock and ra egm. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).